Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tsw45 instrument anvil detached after the 2nd firing. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.